Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms, triggering a lead safety switch (lss). Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.